Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 22 homechoice automated pd set with cassettes were damaged. This was observed it was reported that the cassette component on 22 homechoice automated pd sets with cassettes were damaged. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace homechoice automated pd set with cassette with homechoice apd set. D3: device manufacture name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4). G4: combination product: add no (previously blank). Additional information was added to h3, h6 and h11. H11: thirteen (13) samples were received for evaluation; the other nine (9) samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye noted an incomplete weld located at the corner of the cassette. The reported condition was verified. The cause of the condition was related to manufacturing during the sonic welding process indicating the energy director was not fully melted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.